Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be to be a false empty detect during the initial drain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on an unknown date. During night drain cycle one, the patient's ultrafiltration reading was 253ml, indicating the home patient (hp) drained 253ml more than their maximum programmed fill volume of 250ml. No additional information is available.